Manufacturer narrative:
.

Event description:
It is reported that the connecting bolt could not be inserted. The surgery was delayed for nearly 5 hours while the surgeon waited on the replacement. It was indicated that there was no adverse effect to the patient.